Event description:
The customer reported that the sys was locking up and there was no input signal reaching the monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The memory of the x-ray controller was flashed and the software was reloaded. The filament was calibrated and within specs and the tube was worked on. The sys was tested and found to be working as intended and put back into svc.